Event description:
Event description guidant received information that, one month post-implant, this implantable cardioverter defibrillator has been emitting beeping tones and the shock impedance measurement has increased to >100 ohms. It was reported that the patient has not received any shocks or experienced any other problems. It was further noted that device interrogation revealed an out-of-range shock lead impedance warning and that the out-of-range shock impedance measurements are intermittent.